Event description:
Patient called alleging an error 1 message on the lfs meter. Patient was unable/unwilling to answer if they experienced any symptoms at the time of testing. Patient contacted a medical professional for advice and was told to call lfs. The technique of applying blood was done correctly. Customer service was unable to resolve the issue and is sending patient a new meter. S